Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The subject device shut off. During an examination and test runs by the service department, the defect did not occur. However, the image of the subject device lost and displayed a blue and a pink images when the service department connected a 190 series (olympus product) camera heads. It was reported that the video connection needed to be replaced. The intended procedure was completed. There was no patient injury reported. This is the report regarding the shut-off of the device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, according to the evaluation result of the subject device by an olympus local service engineer, the reported shut-off could not be reproduced. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that the reported shut-off was attributed to following factors. Poor connection (e.g. Between power cord and ac power inlet of the subject device). Power source of separation transformer was unstable. Power source environment condition at the user facility had problems. The cv-190 instruction manual states the corresponding method when there is an abnormality for the device.